Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 1.2, retest1 inratio: 2.5, retest2 inratio: 2.0. Pt's target therapeutic range is 2.5-3.5. Comparison was done within 30 minutes.

Manufacturer narrative:
Investigation pending.